Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 15. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.